Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a total knee arthroplasty, the ar-613-93, patella multi tool, would not lock into place. The rep held the ar-613-93, in place during the cementing process of the patella. The surgeon then tried to use the ar-623-30, tibal guide but, the height adjustment on the guide would not reduce down and then jammed. The case was completed using an ar-9401-14, intramedullary humeral cutting guide with no further issues. 10/21/2019: update for clarification. Per lt1-0007-en total knee arthroplasty surgical technique, the ibalance tka instruments include options for resecting the tibia using extramedullary or intramedullary guidance. The ar-623-30 used was the proximal body component of the extramedullary (em) tibial guide indicating that an extramedullary surgical technique was initially pursued. Since the case was completed using the ar-9401-14 intramedullary humeral cutting guide, it is understood that the surgical technique was changed during surgery from an extramedullary to an intramedullary tibial resection.